Event description:
Per a social media search, it was reported that site pain is bad for at least first week but after it gets better and you get at least 6 weeks maybe longer from one site. Except on swimming. There was no patient injury reported.

Manufacturer narrative:
Catalog number is unknown. UDI and catalog information are unknown. Premarket (510k) number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. No serial number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.